Event description:
In 2008, abbott point of care was contacted by a customer who reported the snap closure on an I-stat chem 8+ cartridge is difficult to close. There was no report of any injury associated with the complaint. There are no other calls associated with this lot number.